Event description:
It was reported that 2 bd alaris smartsite gravity blood sets experienced their tubing coming apart.the following information was provided by the initial reporter: this tubing continues to come apart. It happened twice.

Manufacturer narrative:
Device expiration date: unknown . A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown

Manufacturer narrative:
H6: investigation summary: the customer reported tubing comes apart, and returned one photo of a 10010903. The sample was separated at one of the two inlets of the spike into drip chamber. The root cause of the separation cannot be determined without the physical sample and ensuing investigation. The photo verifies the complaint as well as the material and lot. A device history record review could not be performed on material 10010903 because the lot number is unknown.

Event description:
It was reported that 2 bd alaris smartsite gravity blood sets experienced their tubing coming apart. The following information was provided by the initial reporter: this tubing continues to come apart. It happened twice.